Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.

Event description:
The info/printing on the label is not correct. The catalog number on the box is for a regatta middle weight plus; however, the description on the box states it is a regatta floppy.